Manufacturer narrative:
D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available a supplemental report will be submitted.

Event description:
It was reported that thrombosis and cerebral vascular accident occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman laa closure device was implanted on (B)(6) 2025. The patient was discharged on dual antiplatelet therapy (dapt) for three (3) months. During the routine three (3) months follow up a 3mm device leak was noted, the physician thinks there is a problem with the floating membrane, as there is still flow behind the closure device. In (B)(6) 2026, the patient came back to the hospital with stroke symptoms. The physician reported that it looked like there was thrombus on the closure device. The patient is stable but currently disabled.

Event description:
It was reported that thrombosis and cerebral vascular accident occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman laa closure device was implanted on (B)(6) 2025. The patient was discharged on dual antiplatelet therapy (dapt) for three (3) months. During the routine three (3) months follow up a 3mm device leak was noted, the physician thinks there is a problem with the floating membrane, as there is still flow behind the closure device. On (B)(6) 2026, the patient came back to the hospital with stroke symptoms. The physician reported that it looked like there was thrombus on the closure device. The patient is stable but currently disabled.

Manufacturer narrative:
D1 brand name: updated with additional information received. D4 model number, catalog number, unique identifier (UDI): updated with additional information received.